Event description:
It was reported that during a rectal resection procedure, they stapled part of bowel and part of the staples were malformed and cut the tissue. Tissue "unzipped" with bowel content spilling into abdomen. Opened with a pfannenstiel incision and sutured laparoscopically. Patient had to be treated with antibiotics for infection due to bowel contents contamination of pelvis. The procedure was prolonged 60 minutes.

Manufacturer narrative:
Date sent: 3/26/2008. Info anticipated, but unavailable at this time.